Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was stuck in lesion. Vascular access was obtained via femoral artery. The 80%, 20mmx3.50mm concentric de novo (progressive) stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 1.25mm rotablator rotalink plus was selected for use. During the procedure, it was noted that on the first burring run the burr was stuck distal to the lesion. The physician had to cutoff the wire outside of the body and pull out the rotalink 1.25 and wire from the patient. The patient was still stable after this and the physician proceeded to rewire a new rotawire and a 1.50 rotalink device. The case was completed by further dilating and stenting the lesion with a non-boston scientific device.